Event description:
Customer states that caps come off when centrifuged and gel separator dislodges during transportation. Unknown if centrifuge is swing bucket or fixed angle; what speed and time tubes are centrifuged; or if tube sit for 30 minutes before centrifugation.

Manufacturer narrative:
(B)(4). Retrospective filing received 35 tubes 455010p/b1801365 for evaluation. Received customer picture. No further information was received from the customer. We have no further complaints on the material/batch. A check of quality, production and maintenance records of the concerned material/batch show no deviations related to the reported issue. Samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min (minimum of recommended conditions)). No deviations related to the reported event could be observed in tested samples, no caps were observed to come off during centrifugation as described by the customer and no deviation with the function of the gel barrier could be observed. The alleged malfunction could not be confirmed.